Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 069 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: the pump powered on with functional auditory and vibratory features. The pump emitted a call service 069 alarm at start up and the alarm could not be cleared. The pump cover was removed and no defects were found to the printed circuit board. Investigation revealed a failure of the pump¿s electronically erasable programmable read-only memory.

Manufacturer narrative:
Follow-up #2 date of submission 02/14/2017 - correction to serial #.